Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. The conclusion code of cause not established was selected based on evidence of memory corruption in the returned device, that is not a hardware issue.

Event description:
It was reported that at a follow-up appointment, this device was found to be beeping and in safety mode. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse effects reported.

Event description:
It was reported that at a follow-up appointment, this device was found to be beeping and in safety mode. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.